Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient mentioned their primary care physician has put them on a new medication to address their medical symptoms as patient does not believe the ins is working. No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gast rointestinal/ pelvic floor. The patient (pt) was implanted for bowel, but it helped with bladder too. It was reported that patient stated that they went through airport security and felt a zap. They have since had a return of symptoms and gi problems stating their belly is distended and they are full of gas. They thought it may have been dietary, but gave it a week and do not think so anymore. They tried changing programs and adjusting stimulation. The stimulation has to be double what it used to be in order for the pt to feel it. Patient agent reviewed to continue adjusting therapy settings (currently on 2.6) and sent a list of managing physicians.  No further complications were reported/anticipated at this time.